Event description:
It was reported that bd intima-ii 22gax1.00in prn slm septum damaged / defective. The septum of the kimball intravenous catheter burst during the MRI.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returns 2 photos, 1 video and 1 used sample. The isolation plug was missing on the sample, and no isolation plug was found in the returned sample. There was obviously glue in the glue injection hole of the isolation plug, and a complete appearance of glue after curing was found on the inside of the isolation plug. The isolation plug was fixed well, and the product was determined to be normal. 2. The isolation plug and hose seat are bonded by uv glue. After uv glue is dried, the visual system conducts 100% inspection, automatically identifies and removes defective products. The visual inspection system will challenge with standard samples at 7:00 and 19:00 every day and when the product changes specifications. 3. Production record check (lot#: 4052032). 1) this batch of products will be assembled in jingma automatic line 3 in march 2024 and packaged in r240 packaging line in march 2024. The number of work orders is (B)(4) pieces. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 3. The retained sample of this batch was taken for functional test (45psi leakage test), the test passed, no leakage was found, and no abnormality was found in isolation plug. For the test report. 4. Sku#: 383014 this specification of the product has not been declared for high pressure injection. Conclusion: the distribution of uv glue in the hose seat of the returned sample was not abnormal. The product (material number: 383014) was not declared to be used for high-pressure injection, so the root cause of the disconnecting plug was related to the wrong use of the product.

Event description:
No additional information provided.